Event description:
Fiberglass, radiopaque tip of the metal 24 fr storz tur sheath fell off and was inside of pt's bladder. The surgeon had to break the tip and retrieve it (all pieces) through cystotomy. The pt was to have a cystoscopy but surgery was changed to laparotomy/cystotomy due to device tip separating from sheath and the need to retrieve the pieces. The pt recovered after surgery and was discharged home on 11/17/99. The tip of sheath had been replaced twice. The second replacement was in 1999 by advanced fiber optics. Reps from both companies were contacted and interviewed. Report sent to MFR 11/15/99. Device age unknown.